Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The returned circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: the expiratory limb heater wire pin on the breathing circuit was bent and split, preventing full insertion of a heater wire adaptor. A lot check could not be performed as a lot number was not provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by health care facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that an rt106 adult breathing circuit had bent pins. No patient consequence was reported.